Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 530mg/dl at the time of incident. Customer stated they did not feel okay to troubleshoot. Customer also stated that blood at the site. Customer stated that they did not receive medical treatment as a result of the site issue. The device will not be returned for analysis.